Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 2.50 x 16mm stent delivery system was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found evidence of stent damage with struts on the midsection lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the device could not cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. A 2.50 x 16mm synergy xd balloon expandable stent was selected to treat the lesion. The synergy xd was advanced but failed to cross the lesion due to the severe calcification. No patient complications were reported. However, device analysis revealed stent damage.